Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 30 mg/dl. Customer stated that she has been off her insulin pump and is giving herself manual injections. Customer stated that possibly she gave herself too much insulin with the manual infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.